Event description:
It was reported that prior to use on four shelf cartons of bd needle filter blunt fill 18x1-1/2, the packaging was defective. The following information was provided by the initial reporter: during acceptance inspection, among 10 shelf cartons, four were found to be defective with tear-off packages not being divided into one each and post-it on package.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Investigation summary: it was reported there was a packaging issue. To aid in the investigation, four photos were provided for evaluation by our quality team. The first photo shows a shelf box packaging label. The second photo shows a shelf box that has been opened from one of the sides. The third photo shows a strip of five packaging blisters. The fourth photo also shows a strip of packaging blisters. One of the packaging blisters has adhered to it what appears to be a piece of yellow tape. The piece of yellow tape has an arrow pointing towards one end of the packaging blister where the needle hub is. No defects or imperfections were observed in any of the photos. A device history record review was completed for provided material number 30521104, lot number 1301735. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed, and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.